Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and an x-ray revealed that the left ventricular lead had dislodged. The patient was in stable condition and would be scheduled for a lead revision. No additional information was available at this time.